Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm after a battery change. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.